Event description:
It was reported that the device was explanted and replaced within the product lifecycle. The device was replaced because it was "non-function." The device was completely removed due to the device's movement and erosion inside the pt. Pt developed an infection at the device location. Pt was last seen on (B)(6) 2010, and her over active bladder symptoms were much worse than while the device was implanted. The device had been relieving the pt's symptoms well. The doctor planned to allow for complete healing of the incision site and complete recovery from the infection and then implant a new device.

Manufacturer narrative:
(B)(4). Final device analysis of the implantable pulse generator revealed no significant anomalies, output and telemetry ok, battery is near assumed normal eol (end of life). Final device analysis of the extension revealed no anomaly found, extension is functionally ok.